Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 254 mg/dl. The customer was treated with manual injection. The customer was advised to disconnect to the insulin pump. The troubleshooting was performed. The customer was advised to put new aaa alkaline battery in the insulin pump. The customer stated that the display return and assisted the patient in performing self test. The patient was advised that we will send battery cap as a courtesy and advised to monitor the insulin pump. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).